Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate shocks that caused discomfort, suspected to be due to a dislodged right ventricular lead. Upon interrogation, it was noted that the patient's right ventricular lead exhibited significantly high capture thresholds. An x-ray was performed on (B)(6) 2022, which confirmed that the lead had dislodged. The dislodgement was suspected to be due to twiddler's syndrome. An attempt was made to reposition the patient's lead, but it was noted that the lead helix had a hard time retracting and extending out. The lead was ultimately explanted and replaced. The patient was discharged post-procedure.